Event description:
Stopped e-stim machine. Small .25 cm blister on superior scapula. Our biomed department examined the device and found the equipment to be functioning properly. They found that the pad that caused the injury had been used too many times and was worn out. The pad no longer had enough of its protective gel to cover the wire ties, causing an arc and the injury.